Manufacturer narrative:
After the procedure, the hospital discarded the product. Lot history record review was completed for the product and there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal separated 'unraveled" completely while loading the seal into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hospital.